Event description:
Doctor using vessel sealer it was under the patient liver and not responding from robotic console. The vessel sealer started moving on its own causing injury to the patient's liver. A new vessel sealer was used to stop the bleeding from the injury to the liver.